Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Legal matter.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2016 the following procedure was performed on the right foot: derotation of the 1st ray deformity with release dense cicatrix, 1st metatarsophalangeal joint arthrodesis, resection arthroplasty 2nd metatarsophalangeal joint, and release flexor digitorum longus and plantar flexion contractures, proximate interphalangeal joint and distal interphalangeal joint with pin fixation which included the use of a plate and screws for the 1st mtp fusion. It is further alleged that on or about (B)(6) 2016 the patient returned to the surgeon with recurrence of the deformity in his right foot and it was determined that the plate and first oblique screw fractured and that there had been valgus drift. Allegedly he continues to have severe pain in his right foot and substantial issues with mobility.